Event description:
The following has been reported: a 49 year old patient treated for a left craniectomised malignant ischaemic cerebrovascular accident. During a noradrenaline 0.5 mg/ml syringe relay with a flow rate of 5.6 ml/h, the healthcare professional noted that it was impossible to perform a bolus, syringe pump pressure alarm. Delay in patient management. Lability of blood pressure. Change of medical device. Withdrawal of the incriminated batch from the department (prolongateur pe/pvc 0.5mm colore 150cm from the cair lgl laboratory), i.e. 92 units. It was noticed that the incident occurred with several tubings from the incriminated batch. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.